Event description:
It was reported that the customer was receiving inaccurate blood glucose readings from her sensor compared to her insulin pump. At the time of reporting, her blood glucose level was 368mg/dl. After troubleshooting, the customer was advised to remove and replace her current sensor and that an additional replacement sensor would be sent to her. The replaced sensor is being returned. There was no additional information reported.

Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.